Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after deploying the clip, resistance was met during device removal. A dilator was inserted into the access ports and the thumb advancer was proximally retracted, which released the device from the tissue tract. When the device was removed, bleeding continued. Manual compression was applied to achieve hemostasis. No adverse effects were reported. Though requested, no add'l info was provided.